Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals that resulted in false non-sustained ventricular tachycardia (nsvt) episodes. The health care professional (hcp) wanted to confirm if the recorded low amplitudes was due to the noisy signals. Technical services (ts) reviewed the reports and noted that the noisy signals could have been the source of the recorded low amplitudes and appeared to be myopotential noise. Ts also stated that this lead exhibited high out of range shock impedance intermittently. The hcp will perform troubleshooting actions. The lead remains in use. No adverse patient effects were reported.